Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that since the patient got the implant it moved around and it made it difficult to charge. The patient had informed a manufacturer representative but had not met with a health care provider (hcp) yet about this. The manufacturer representative gave the patient adhesive discs to try but the patient had not tried them yet. The ins was very close to the top of the skin. Per the consumer, they did not know why the implant moved around. No further complications were reported.

Event description:
Additional information from the consumer confirmed that the issue of the ins moving had been occurring since implant. The patient had been advised to talk with their physician. The patient was given sticky pads which really helped. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins had never been stable ever since it was implanted and the patient added that it had been loose. The patient said the ins had been moving around inside the pocket since "(B)(6) of last year". The patient stated they have not had any falls or trauma. The patient said that the hcp had looked at the implant site and said "the only thing he can do is go back in to try to secure it, but I don't want another surgery". The patient wanted to try adhesive discs to see if this helped, rather than go through surgery; adhesive discs were sent to the patient. No further complications were reported/anticipated.